Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the patient's transmission revealed episodes of noise with noise reversion on the implantable cardiac monitor. Programming changes were discussed, no intervention was reported. The patient was asymptomatic.